Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Health professional reported a left side deflation. Device remains implanted.

Event description:
Health professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6., g.3.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold and curved opening on anterior side. Leak test and microscopic analysis were performed which identified sharp opening on anterior side; observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed; the result was no blockage. Based on the device analysis the final assessment was a sharp opening on anterior side (valve bond edge) assessed as an unidentified tear opening.

Event description:
Device has been explanted.